Event description:
Mom stated the pump did not alarm when the tubing was kinked. When mom checked the feeding set, the feeding set should have been empty, but remained 1/2 full. Mom checked pt's blood sugar; however it did not register. A second time mom woke up due to pt's crying, and the pump was set at 0.1 ml/hr instead of 43 ml/h. Pt was hot and sweaty; her blood glucose was 34 mg/dl. Mom states she did not change the rate to 0.1 ml/hr and feels the pump changed on its own. In both cases, mom pressed the prime button to administer formula via g-tube and she also provided a bottle orally. Blood glucose returned to normal.